Event description:
Eleven days post implant it was reported that the right atrial (ra) lead had dislodged. The lead was repositioned and remains in use. The patient is enrolled in the adapt response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.